Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis confirmed normal battery depletion

Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited loss of output due to exposure to electrocautery. The patient became asystolic. The device was explanted and replaced, no further complications were reported.